Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Needle pull off. It occurred needle pull off issue during sewing sternum with first stitch in the closing the sternum in extracardiac surgery. 4 steel sutures has the similar issue in this one patient, please have a deep investigation.